Manufacturer narrative:
The insulin pump was received in no manufacturing mode noted. The insulin pump was received with missing segments/partial display and high sleep current due to moisture damage on electronic assembly on electronic board. The insulin pump was received with intermittent buttons response due to moisture damage on flex tail connector traces. No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had moisture damage motor assembly, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a keypad anomaly. The customer's blood glucose reading was unknown. The customer did not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was replaced and will be returned for analysis.